Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent oversensing was noted on atrial channel. Patient was asymptomatic. Review of session records revealed myopotential oversensing. Suggested programming changes were not made. Patient will be monitored.